Event description:
Reporter noted occlusion bell sounded when he entered the eye. Corneal burn occurred. Changed tip to complete procedure and sutured wound. Patient is 20/20 post-op without correction.